Manufacturer narrative:
H3: device evaluation: lens was returned in microcentrifuge vial with moisture. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Claim #(B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -12.0/1.0/89 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. Excessive vault was observed, lens remains implanted. Unknown was reported to be the cause of this event. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6: work order search - one similar complaint type event(s) was reported for units within the same lot.

Manufacturer narrative:
B5 - the lens was replaced on (B)(6) 2021 with a shorter length lens and problem resolved. Reportedly, "because the arch height of the left eye after lens implantation was too high, it was suggested to observe for a period of time after the surgery doctor's face to face consultation. The results of post-operative review showed that the arch height was still high. After communicating with the patient, the surgery doctor decided to replace the smaller lens". Cause of event is reported as unknown. Claim# (B)(4).